Event description:
The power cord, used as an accessory to the device, had melted. Evaluation of the power cord concluded that the molded female connector that connects the power cord to the device had shown separation. Reportedly, the device was in use at the time of the reported failure, but there was no reported pt harm. The design of the power cord meets the specifications and applicable safety standards for power cords (ul 817 and iec 60320-1).